Event description:
It was reported that this lead was attempted to be implanted, however, the helix did not extend and the lead was damaged. The physician requested for a new lead. The lead is not expected to be returned for analysis. No adverse patient effects were reported.